Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: device history reviewed: batch lot number not provided therefore a DHR review is not possible. Complaints database searched: batch lot number not provided therefore a DHR review is not possible for the lot. Total for lot number: n/a. Complaints received by cmw in the last 12 months for this issue: by product code: n/a. By product family: 7 (4x 3095040, 3x 545050500, smartset ghv gentamicin). Storage conditions checked: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: no. Fmea reviewed: dva-1077020-fde. IFU / label checked: IFU-0630004 rev b. Photographs attached: no. Complaint investigation conducted based on information provided in the complaint report. No investigational inputs were received. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. No cement checklist was attached to the complaint to describe the operating theatre or storage conditions. As temperature greatly effects the properties of the cement, this could potentially be a root cause for the problems observed in theatre. Retained samples of the batch in question have been tested with no product problem observed. The IFU states the following: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. Note: manual handling and body temperature will reduce the final setting time. The handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 23°c before use.¿ the dfmea, dva-107020-fde revision 5 has been reviewed and it gives reference to improper cement characteristics due to cement sensitivity to environmental temperature during storage and distribution, and references the IFU information mentioned above, on line 57, (occurrence 1, risk 7, bar). The dfmea also references the moisture barrier pouch not functioning on line 98 (occurrence 1, rpn 5, bar), resulting in unusual mix characteristics. In conclusion, the conditioning and storage of the product, exposure to high humidity (e.g. Foil removed and product not stored in low humidity environment) or the operating theatre temperature could have influenced the unusual behaviour reported. Device history lot: DHR review was not possible as the lot identification numbers are not available. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For several weeks now we¿ve noticed that smartset ghv is setting too quickly, sometimes in as little as 6 minutes. It has affected various lot numbers and has happened even when the theatre temperature is around 20 degrees c.